Event description:
An institutional pt had a "mushroom" low profile gastrostomy tube in place for 2 months. Pt removed the tube. Tube was replaced by a ross replacement gastrostomy tube by a health care provider who was neither a physician or nurse. The pt contracted peritonitis and expired. One pt involved.